Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unspecified procedure, the 'biorci' screw thread broke while implantation. The procedure was completed using a back-up device, but it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The returned screw has damage to the threads curving around a portion of the circumference. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image finds a screw in a plastic bag, there is some deformation visible on the proximal end of the screw. The plastic bag is sitting on a smith + nephew box with labelling confirming the product identification information. This case reports the breakage of a biorci screw thread during implantation. Reportedly, the surgical procedure was completed with a back-up device and it is unknown if a procedural delay occurred. It has not been reported whether the broken screw threads were retrieved from the patient. If a portion of the biorci screw remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. If the screw threads were retained it is unknown if the biorci screw threads will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.